Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's insulin pump displayed a critical pump error with an open book image after being exposed to moisture. The pump had a blank display, and the buttons or keypad were unresponsive. The pump failed the self-test and did not restart after troubleshooting. The customer reported no adverse event. The event involved product mmt-1884, mmt-7040a. Troubleshooting was performed, including advising the customer to disconnect the pump, remove and inspect the battery cap and compartment for damage or corrosion, clean the battery cap contacts with a dry cotton swab, and attempt to restart the pump by pressing and holding the back button for 60 seconds. The customer was also advised to replace the battery with a new aa battery. The customer was instructed to discontinue pump use, revert to a backup plan as per the healthcare provider's instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and connector on pcba 1. Successfully downloaded history files and traces using thump. Pump error 63 was found in the main error log due to rf chip problems, isolate to the electronic stack. The following were noted during visual inspection: cracked battery tube, cracked corner of belt clip rails, cracked case, cracked keypad overlay, cracked battery threads, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion, the critical pump error (open book image) alarm was confirmed due to due to moisture damage, thus confirming customer's allegation. Isolate to the electronic assembly. Additionally pump error 63 was noted in the download history files. Customer allegations of a blank display were not confirmed. Customer allegations of a keypad anomaly was unknown due to the open book alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.